Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, it was reported that the patient experienced inaccurate cgm values which occurred on an unspecified day after the sensor was inserted into the abdomen. On (B)(6) 2024, around 3am, the patient woke up and felt like their bg level was low. The patient¿s cgm was reading 238 mg/dl and no bg meter comparison was taken. The patient self-treated with a popsicle stick contacting 15 grams of carbohydrates. The patient then began to feel cold, shaky, sweaty, and his lips were trembling. The patient attempted to 911 and at some point after that, lost consciousness. Around 8am, the patient stated he regained consciousness on his own. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.